Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he wanted to check his insulin pump to make sure everything was working. Customer's blood glucose was 200 mg/dl and then went up to 400 mg/dl. Troubleshooting was done and found that the bolus wizard was set on exchanges and assisted in reviewing settings in wizard. Customer declined to perform a high pressure test. Customer was advised that pump was working as designed and to monitor the pump per his doctor's instruction.